Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: the first and second pumping in cuff was about 80 mb. Next pumpings give not stable pressure in cuff of intubation tube.